Event description:
It was reported that the patient experienced multiple episodes of dizziness. It was determined that the device had been set for atrial therapies activated, however they were to set to the auto function with vvi backup. This resulted in the device not pacing the patient. The patient stated there were pauses and they were without a heart rate at times. The settings were changed to "on always" and the patient improved, with no issues since then. It was noted that the patient has a history of atrial fibrillation (af). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).